Manufacturer narrative:
(B)(4). The customer returned one unit of 410944 weckvista access balloon port 10mmx70mm for investigation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared used as there was biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. A functional inspection was performed by attempting to inflate the balloon of the returned device. A lab inventory syringe was filled with 10 ml of air. The syringe was then connected to the check valve of the port and using hand pressure, the air was injected. The balloon immediately inflated. The balloon was left inflated for 5 minutes and no leaks were detected. The syringe was then connected to the check valve and the balloon was deflated. No functional issues were found with the device. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it other remarks: to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as there were no functional issues found with the device. The reported complaint of "balloon broken" could not be confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as the balloon was able to properly inflate and deflate. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
During the surgical procedure the balloon broke or burst. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot #73f1600239 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During the surgical procedure the balloon broke or burst. The patient's condition was reported as fine.